Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level. Bg value was not provided. Reportedly, the customer believes the cause to be related to pump settings. No further information was provided regarding the hospitalization as the customer did not remember many details about the event.